Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. Please see updates to g2, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the black fluid that leaked from the distal end was molykote. It¿s probable the molykote in the bending tube leaked with the cleaning water into the biopsy channel. Additionally, it¿s likely the leak was caused by feeding water during the reprocessing process. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿-reprocessing manual 1.4 precautions- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: leaking was from the channel; the image was foggy and distorted; all switches were not functioning; the forceps passage channel was leaking; low angulation on "up" control knob movement; the angulation had play; the distal cover had dents; light guide had fluid invasion; distal sheath glue had dents, cracks and was discolored; bending section was wet with corrosion; the insertion tube had scratches; control body had fluid; light guide tube was bucked and scratched; and scope connector was wet from fluid invasion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during reprocessing, the evis exera iii gastrointestinal videoscope was leaking foreign material (black fluid) from the distal tip. There were no reports of patient harm associated with this event.